Event description:
Rn primed the baxter extension set tubing with fresh frozen plasma and prepared it to infuse via syringe pump. The infusion was started and continued without difficulty. No alarms rang and no problems or difficulties were encountered. When the nurse returned to the cribside a short time later, she noted that the ffp had pooled on the floor and that the IV tubing was cracked near the female adaptor end just above where the flexible tubing enters the adaptor. The rn did not save the packaging or the tubing. No further information is available on either the tubing or the syringe infusion pump. All other products on the shelves for giving ffp infusions are from baxter. No patient harm.